Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed that the right ventricular (rv) lead had low impedance measurement. The physician elected to cap and replace the rv lead on (B)(6) 2024. No patient consequences was reported.